Event description:
Per dealer the display connection on the joystick is bad and he has to wiggle it to get it to turn on. No injury.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-00692.